Event description:
Health professional reported an alleged event of "band and port explanted due to lap band erosion." Health professional has declined to provide additional info.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."